Event description:
A surgeon reports that one day following intraocular lens (iol) implant surgery, he noted a detached haptic. The iol was expanted and replaced and the pt had a good outcome. The surgeon also indicated that his assistant noted that the gusset area of the iol appeared whitish when the lens case was opened (before folding and implanting), but was implanted anyway.